Event description:
It was reported that extended charge time was observed. At a subsequent follow up charge time was normal, therefore, device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.